Manufacturer narrative:
Instrument was received with 2 staples jammed in the cartridge nose and with a broken trigger. It was concluded that the trigger had yielded due to being fired while the staples were jammed in the nose. No conclusion could be reached as to how the staples had become jammed in the cartridge nose. Based upon inquiry info received and visual examination, it was concluded that reported instrument "jammed" during surgery may have been due to 2 staples jammed in the cartridge nose. The instrument was received with 2 staples jammed in the cartridge nose and with a broken trigger. The 2 jammed staples were removed from the cartridge nose but no functional testing could be performed due to a broken trigger. No conclusion could be reached as to how the 2 staples had become jammed in the cartridge nose. It was concluded that the trigger had yielded due to the instrument being fired while the staples were jammed in the nose causing the subsequent breakage. Each instrument is evalauted during the assembly process to ensure that staples feed, fire and form correctly. The feeding of multiple staples into the nose may occur if the firing cycle stroke is not completed and the instrument is refired. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The device was used during an unknown procedure. It was reported by the rep, "jammed". There was no consequence to the pt.